Event description:
Reporter stated that the surgeon had inserted a single piece silicone intraocular lens model aa4203tl in the patient's eye without any damage to the lens or injury to patient. The surgeon decided to remove the lens because he felt it was not the right fit for the patient and replaced it with another lens. He did not enlarge the incision. No patient injury.